Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 70 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 352 mg/dl and 362 mg/dl. Verified storage of product is within instructed specification since they are kept in bedroom closet. Test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1:417mg/dl (B)(6) 2015 12:00pm, 2:143mg/dl (B)(6) 2015 12:41pm, 3:349mg/dl (B)(6) 2015 11:03pm, 4:458mg/dl (B)(6) 2015 09:00pm, 5:305mg/dl (B)(6) 2015 01:04pm. Adverse event not reported.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 70 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 341 mg/dl and 364 mg/dl. Verified storage of product is within instructed spec since they are kept in bedroom closet. Test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 360 mg/dl, (B)(6) 2015, 12:48 pm; 2: 157 mg/dl, (B)(6) 2015, 12:43 pm; 3: 350 mg/dl, (B)(6) 2015, 12:45 pm; 4: 403 mg/dl, (B)(6) 2015, 12:44 pm; 5: 382 mg/dl, (B)(6) 2015 12:25 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.